Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient experienced recurrent stroke the day after a solitaire procedure. CT angiography showed middle cerebral artery (mca) m1 reocclusion. There was suspicion of a new thrombus formation, and a mechanical thrombectomy was performed. This resulted in prolonged hospitalization, and resolved with sequelae the same day. The patient's mrs score was 0, and their nihss score was 8. The site assessed the recurrent stroke as possibly related to the disease under study/an underlying condition, and not related to the device or procedure. The sponsor assessed the event as possibly related to the procedure, solitaire device, and react catheter. The patient had been undergoing treatment for a clot located in the m1 segment of the right mca. Their pre-procedure mtici score was 0, and post-procedure it was 2b.

Event description:
Additional information received indicated the end date of hospitalization was (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that follow-up imaging performed on (B)(6) 2020 showed radiographic mass effect. Additional information was received reporting that the lot number of the solitaire was unknown. 3 passes were made with the solitaire. The mass effect was caused by middle cerebral artery m1 reocclusion. The patient was symptomatic at the time with severe left hemiparesis and dysarthria and an nihss score of 11. A second thrombectomy was completed. Device return was not anticipated.